Manufacturer narrative:
This event was reported under the cable which was the suspected device (MDR report# 2029046-2016-00217). However, additional information was received on october 19, 2016, that replacing the generator is what actually resolved the issue and not replacing the cable. Therefore a correction is needed to this complaint as the cable is not the suspected device and is not MDR reportable. This event will be reported under the generator. Additional information was also received on november 16, 2016 from the field service engineer who went to the hospital for this issue. Pacing was allowed with ablation on m1 and m2 which should not be possible, since the hardware is supposed to stop this from happening. The carto was replaced twice, all of the cables were replaced, the internal components in the patient interface unit were also replaced, and none of this resolved the issue. A new generator was ordered and set up. Once the new generator was used, the issue resolved. When the old generator was put back on it again caused the same issue. This event is MDR reportable for the generator because there is a risk to disorganization of the electrical signal that could mislead the physician as a result of the unwanted pacing. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is possible. The awareness date has been reset to 10/19/2016 when information was received that changing the generator is what resolved the issue. In addition, the bwi failure analysis lab received the device for evaluation on 11/11/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
There is no new information to report at this time. The report is being submitted to correct the sequential numbering of the follow-up reports per FDA's request. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation ablation procedure with a c3 interface cable, therapeutic and unwanted pacing occurred. Additional information later received that the issue was resolved by changing the generator. Therefore, this complaint was reassessed as not MDR reportable. Smartablate cable, 26p-20p,10' was visually inspected and it appeared that the p2 connector end of the cable had a few bent pins inside. Failure of cable does not contribute to the reported issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a c3 interface cable - therapeutic and unwanted pacing occurred. When ablating, pacing was allowed at the same time from the ablation catheter. Pacing was used to check for exit block. Intentional pacing was done however pacing did not stop when ablation was started. Ablation pins were plugged into ge block a and a micropace pacing stimulator was being used. The patient interface unit was replaced with no resolution. The cable was replaced and the issue resolved. The procedure was completed with no patient consequence. This event is MDR reportable because there is a risk to disorganization of the electrical signal that could mislead the physician as a result of the unwanted pacing. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is possible.